Event description:
It was reported that a user dropped the ilet pump while exiting a vehicle, the connector piece cracked, and plastic fragments lodged inside the pump trapped the cartridge; the user later removed the fragments and cartridge with tweezers and confirmed the pump functioned, providing the lot number of the replacement connector from the same box. Customer care provided troubleshooting and education over the phone. Investigation of this case revealed mechanical damage to the connector consistent with impact, with no device alarm and no persistent malfunction after user removal of debris. Symptoms included no reported injury or adverse physiological effects. Outcomes included no clinical impact and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage from accidental impact.